Manufacturer narrative:
The unit was returned for evaluation. The unit was cleaned and evaluated. The reported problem was duplicated. When tested, the gas unit giving off a noise and displayed a change water trap alarm. The gas sensor and water trap receptacle dry line was replaced. All steps of the maintenance check sheet were tested and completed per the service manual. The unit completed 3 days of extended testing and operates to manufacturers' specification.

Event description:
The customer reports that the multi gas unit is not taking an accurate reading. The device is running louder than usual and giving a calibration error when connected to the bedside monitor.

Event description:
The customer reports that the multi gas unit is not taking an accurate reading. The device is running louder than usual and giving a calibration error when connected to the bedside monitor.

Manufacturer narrative:
Details of complaint on 7/18/2018 customer stated that gas unit was not taking accurate reading, running louder than usual, and has a calibration error when connected to a bsm. Nka repair center evaluated the device. Gas unit was observed to be making a humming noise, as well as displaying a message to replace water trap. Gas sensor, cd-237p, as well as regular maintenance items (water trap and disposable sampling line) were recommended to be replaced. Customer opted to buy a replacement unit, rather than repair the current one. Service requested: evaluation. Service performed: evaluation. Investigation result: operator's manual revision j stated that gas calibration should be performed yearly for stable measuring accuracy. When the accuracy is not appropriate, perform gas calibration. The maintenance history for this device is unknown. Particularly, how often the water trap, sampling line, and water trap receptacles are replaced to ensure accuracy and proper functioning of the gas sensor. Device was put into service on 10/24/2012. Service history for this device shows this is an isolated incident. As maintenance and usage information for the gas unit is not available, the root cause for the failed sensor cd-237p could not be determined. Device functioned as intended past the five-year warranty period. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects. Additional information: if follow-up, what type? Additional information.